Event description:
It was reported that this pacemaker device battery longevity exhibited a large change over one month. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that the right atrial automatic threshold (raat) test has not had a successful test result for the last approximately two months, resulting in the right atrial (ra) lead being placed in suspended mode and atrial output being automatically set to a fixed output value of 5 volts at 0.4 milliseconds. It was also noted that the patient is exhibiting intermittent atrial fibrillation. Ts also stated there was a high out of range pace impedance measurement of greater than 3000 ohms on the ra lead, resulting in a lead safety switch (lss). As a result of the lss, the pacemaker device automatically switched ra lead from the bipolar to the unipolar pace and sense configuration. In addition, there was noise observed on the ra lead. The ra lead is not a boston scientific product. A further analysis of device data by boston scientific engineering determined that the device was exhibiting an increase in battery power consumption due to high atrial output. The analysis also noted previous saturated ra lead pace impedance measurements as well as intermittent high ra lead pace impedance measurements, in addition to intermittent ra lead noise. Ts discussed with the hcp that they could consider changing the fixed ra output to affect overall longevity. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device battery longevity exhibited a large change over one month. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that the right atrial automatic threshold (raat) test has not had a successful test result for the last approximately two months, resulting in the right atrial (ra) lead being placed in suspended mode and atrial output being automatically set to a fixed output value of 5 volts at 0.4 milliseconds. It was also noted that the patient is exhibiting intermittent atrial fibrillation. Ts also stated there was a high out of range pace impedance measurement of greater than 3000 ohms on the ra lead, resulting in a lead safety switch (lss). As a result of the lss, the pacemaker device automatically switched ra lead from the bipolar to the unipolar pace and sense configuration. In addition, there was noise observed on the ra lead. The ra lead is not a boston scientific product. A further analysis of device data by boston scientific engineering determined that the device was exhibiting an increase in battery power consumption due to high atrial output. The analysis also noted previous saturated ra lead pace impedance measurements as well as intermittent high ra lead pace impedance measurements, in addition to intermittent ra lead noise. Ts discussed with the hcp that they could consider changing the fixed ra output to affect overall longevity. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this pacemaker device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. In addition, it was confirmed that the device battery depleted normally. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.

Event description:
It was reported that this pacemaker device battery longevity exhibited a large change over one month. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that the right atrial automatic threshold (raat) test has not had a successful test result for the last approximately two months, resulting in the right atrial (ra) lead being placed in suspended mode and atrial output being automatically set to a fixed output value of 5 volts at 0.4 milliseconds. It was also noted that the patient is exhibiting intermittent atrial fibrillation. Ts also stated there was a high out of range pace impedance measurement of greater than 3000 ohms on the ra lead, resulting in a lead safety switch (lss). As a result of the lss, the pacemaker device automatically switched ra lead from the bipolar to the unipolar pace and sense configuration. In addition, there was noise observed on the ra lead. The ra lead is not a boston scientific product. A further analysis of device data by boston scientific engineering determined that the device was exhibiting an increase in battery power consumption due to high atrial output. The analysis also noted previous saturated ra lead pace impedance measurements as well as intermittent high ra lead pace impedance measurements, in addition to intermittent ra lead noise. Ts discussed with the hcp that they could consider changing the fixed ra output to affect overall longevity. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this pacemaker device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker device battery longevity exhibited a large change over one month. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that the right atrial automatic threshold (raat) test has not had a successful test result for the last approximately two months, resulting in the right atrial (ra) lead being placed in suspended mode and atrial output being automatically set to a fixed output value of 5 volts at 0.4 milliseconds. It was also noted that the patient is exhibiting intermittent atrial fibrillation. Ts also stated there was a high out of range pace impedance measurement of greater than 3000 ohms on the ra lead, resulting in a lead safety switch (lss). As a result of the lss, the pacemaker device automatically switched ra lead from the bipolar to the unipolar pace and sense configuration. In addition, there was noise observed on the ra lead. The ra lead is not a boston scientific product. A further analysis of device data by boston scientific engineering determined that the device was exhibiting an increase in battery power consumption due to high atrial output. The analysis also noted previous saturated ra lead pace impedance measurements as well as intermittent high ra lead pace impedance measurements, in addition to intermittent ra lead noise. Ts discussed with the hcp that they could consider changing the fixed ra output to affect overall longevity. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.